Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set was breaking off at the site as tubing breaks off and the set stays in. No further information available.